Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with 103 ml fluorouracil and 17 ml sodium chloride solution, and was connected to the patient for two days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 14, 2015 ¿ october 15, 2015. The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The device was found to flow normally and the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.